Manufacturer narrative:
(B)(6)registry clinical trial. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 12, 2018 that a wallflex biliary fully covered rmv stent was implanted on (B)(6) 2017, as part of (B)(6) registry clinical trial. According to the complainant, the patient was diagnosed with chronic calcific pancreatitis in (B)(6) 2014 and the etiology was alcoholic. On (B)(6) 2017, liver function tests were performed and the patient was admitted to the hospital. No baseline biliary obstructive symptoms were reported. On (B)(6) 2017, the patient underwent biliary stent placement with biliary sphincterotomy for distal biliary stricture. Reportedly, the stricture had been previously treated with sphincterotomy and a stent. The previously placed pancreatic stent was present and was not removed during the study stent placement procedure. Wallflex biliary fully covered rmv stent was deployed in a satisfactory position across the stricture. The patient was discharged on (B)(6) 2017. On (B)(6) 2018, assessment of biliary obstruction symptoms (abos) was conducted and right upper quadrant pain was noted. The patient was admitted to the hospital on (B)(6) 2018. Reportedly, the abdominal pain onset was on (B)(6) 2017. On (B)(6) 2018, during the 12th month follow-up visit, the patient underwent a planned endoscopic retrograde cholangiopancreatography (ercp) with stent removal as an inpatient procedure. The stent was reported to be in a satisfactory position bridging the stricture. The stent was removed and a plastic stent was placed to complete the procedure. The patient was treated with medication and was discharged on (B)(6) 2018. The event was deemed resolved without issue.

Event description:
It was reported to boston scientific corporation on february 12, 2018 that a wallflex biliary fully covered rmv stent was implanted on (B)(6) 2017, as part of (B)(6) chronic pancreatitis registry clinical trial. According to the complainant, the patient was diagnosed with chronic calcific pancreatitis in (B)(6) 2014 and the etiology was alcoholic. On (B)(6) 2017, liver function tests were performed and the patient was admitted to the hospital. No baseline biliary obstructive symptoms were reported. On (B)(6) 2017, the patient underwent biliary stent placement with biliary sphincterotomy for distal biliary stricture. Reportedly, the stricture had been previously treated with sphincterotomy and a stent. The previously placed pancreatic stent was present and was not removed during the study stent placement procedure. Wallflex biliary fully covered rmv stent was deployed in a satisfactory position across the stricture. The patient was discharged on (B)(6) 2017. On (B)(6) 2018, assessment of biliary obstruction symptoms (abos) was conducted and right upper quadrant pain was noted. The patient was admitted to the hospital on (B)(6) 2018. Reportedly, the abdominal pain onset was on (B)(6) 2017. On (B)(6) 2018, during the 12th month follow-up visit, the patient underwent a planned endoscopic retrograde cholangiopancreatography (ercp) with stent removal as an inpatient procedure. The stent was reported to be in a satisfactory position bridging the stricture. The stent was removed and a plastic stent was placed to complete the procedure. The patient was treated with medication and was discharged on (B)(6) 2018. The event was deemed resolved without issue. Additional information received on march 08, 2018: on (B)(6) 2018, when the study stent was removed from the patient, biliary stones were noted. Additional information received on may 14, 2018: on (B)(6) 2018, the patient underwent stone removal during the endoscopic retrograde cholangiopancreatography (ercp) procedure. The patient was treated with dafalgan to address the right upper quadrant abdominal pain.

Manufacturer narrative:
Describe event or problem has been updated with additional information received on may 14, 2018.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent was implanted on (B)(6) 2017, as part of e7058 wallflex biliary fully covered chronic pancreatitis registry clinical trial. According to the complainant, the patient was diagnosed with chronic calcific pancreatitis in (B)(6) 2014 and the etiology was alcoholic. On (B)(6) 2017, liver function tests were performed and the patient was admitted to the hospital. No baseline biliary obstructive symptoms were reported. On (B)(6) 2017, the patient underwent biliary stent placement with biliary sphincterotomy for distal biliary stricture. Reportedly, the stricture had been previously treated with sphincterotomy and a stent. The previously placed pancreatic stent was present and was not removed during the study stent placement procedure. Wallflex biliary fully covered rmv stent was deployed in a satisfactory position across the stricture. The patient was discharged on (B)(6) 2017. On (B)(6) 2018, assessment of biliary obstruction symptoms (abos) was conducted and right upper quadrant pain was noted. The patient was admitted to the hospital on (B)(6) 2018. Reportedly, the abdominal pain onset was on (B)(6) 2017. On (B)(6) 2018, during the 12th month follow-up visit, the patient underwent a planned endoscopic retrograde cholangiopancreatography (ercp) with stent removal as an inpatient procedure. The stent was reported to be in a satisfactory position bridging the stricture. The stent was removed and a plastic stent was placed to complete the procedure. The patient was treated with medication and was discharged on (B)(6) 2018. The event was deemed resolved without issue. Additional information received on march 08, 2018: on (B)(6) 2018, when the study stent was removed from the patient, biliary stones were noted.